Manufacturer narrative:
(B)(4). The device was received and evaluated to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and obstructed flow was observed between the injection site and tubing. The reported issue was verified through evaluation. The set was found to have a gap between the injection site (y-site) and the tubing due to the lack of solvent. The cause of this event was determined to be an operator error during the assembly technique of the injection site and the tubing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set would not prime due to a blockage in the device. There was no patient involvement. No additional information is available.